Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a fatal error that led to a pair new transmitter alert. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the downloaded share log was performed, and a pair new transmitter alert was found within the investigation window. The allegation was confirmed. The probable cause was determined to be failed transmitter error voltage. The reported event of a pair new transmitter alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.